Event description:
It was reported that the bottom rail screw was out at the jaw, it could not be opened or closed during an unspecified spinal surgery. No additional patient complications were reported at this time.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. The shaft tip is cracked at the centerline of the pivot pin at both the upper and lower shafts. The location, and amount of force required in order to induce fracture of the shaft is consistent with overload.